Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched messages, caused by a severed motor mount screw which had become jammed in the link, physically preventing the door from opening. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt involvement.